Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator had communication and loss of graphical user interface (gui) errors. The ventilator was not in use on a patient at the time of malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended for the ventilator to be upgraded from 9.4 to 10.4. Covidien was not authorized to service the device.